Manufacturer narrative:
(B)(4). Was used to report the non-specific cardiac event for which there is no code. This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired, which is alleged to have been caused by the product administered for dialysis treatment.